Event description:
It was reported that during a treatment procedure a tip detachment occurred. This angiojet solent catheter was selected for a removal of a clot in the vasculature around the spinal cord; however, during the procedure the tip of the catheter broke inside the patient. The patient was "opened" and they were able to retrieve the piece of the catheter. An angiogram was completed to confirm that the device was successfully removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).